Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-00292 and 1225714-2014-0291 and 293747-2014-00158.

Event description:
The additional information received noted that the patient experience was sudden in nature, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated MDR# 2937457-2014-00158, 1225714-2014-00291, 00292.